Manufacturer narrative:
Customer's complaint of discrepant low tni was not observed during in-house testing of retain low w57929. Lot performed as expected. Reviewed the batch record for the complaint lot, no nc's or related tif's were generated for the lot during production. Patient sample will not be returned, unable to rule out sample specific issues. Unable to determine the root cause of customer complaint with the given information. Product deficiency was not established with retain testing. As there is no indication of a product deficiency, no corrective action is required at this time.

Event description:
Caller alleging discrepant low tni 1x: triage cardiac less than or equal to 0.05 and architect lab analyzer = 0.366. Reference ranges: triage (B)(6) 2014, negative: <0.05 ng/ml, intermediate: 0.06 - 0.39 ng/ml, positive: >0.40 ng/ml, architect: (B)(6) 2014, negative: less than 0.022 ng/ml, intermediate: 0.023 - 0.29 ng/ml, positive: greater than or equal to 0.30 ng/ml. On (B)(6) 2014 patient admitted to hospital diagnosis chf. Date of discharge (B)(6) 2014. Discharge diagnosis chf stage 4, htn, fluid overload, chf, dm. Fu care jc-renal appointment. No treatment withheld based on triage results.